Event description:
The patient reported their blood glucose (bg) level reached 390 mg/dl, while wearing the pod between 5 and 24 hours. They reported administering 5 units of insulin, without an effect on bg levels. The patient reported the pod leaked insulin and when it was removed from the infusion site (abdomen), the cannula was found to be bent. They applied a new pod and bg levels decreased slowly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.